Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, there was an undissolved patency capsule found in the patient¿s feces with blood from a relatively small bowel stenosis. The capsule only dissolved a little at both ends, which should have been dissolved after 36 hours. The patient had ileus symptoms, which led to hospitalization and then the patient did not have later complications after the hospitalization. There was no reported patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, there was an undissolved patency capsule found in the patient¿s feces with blood from a relative small bowel stenosis. The capsule only dissolved a little in both ends, which should have been dissolved after 36 hours. The capsule was used in accordance with the instructions for use and subsequently medical intervention was necessary, resulting in hospitalization of the patient after passing of the capsule. The patient had ileus symptoms which led to hospitalization and then the patient did not have later complications after the hospitalization. There was no reported patient outcome.